Event description:
Device 2 (reference MFR report # 3031984-2010-00001). On (B) (6) 2009, two expanders were implanted in patient's neck/head region for flap development as part of planned treatment of alopecia. Patient was discharged and sent home. On (B) (6) 2009, patient was admitted for expander removal due to apparent infection. Culture was taken and tested positive for asb (mycobacterium). On (B) (6) 2009, patient was discharged.

Manufacturer narrative:
The device associated with this report was not returned to the manufacturer for evaluation. No additional devices from the associated batch are available for evaluation. Associated batch records were reviewed and documentation verified the devices were processed per approved processes and sterilized in accordance with the validated gamma radiation sterilization process. The certified dose was verified to meet approved validated requirements. No other infections associated with this batch have been reported. No other reports of similar infections have been reported. No indication to support the device was responsible for the reported infection.